Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus china sales & marketing (ocsm) for evaluation. Ocsm disassembled and inspected the device, and confirmed the following; there was a scratch on the front panel. After startup the device, the power indicator lit up, but no image was displayed. There was no abnormality inside the device. The control board had failure. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by an accidental failure of the control board. Omsc did not check the device history record (DHR) because the device is an original equipment manufactured product and the DHR is unknown. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use, the entire screen went black and the endoscopic image was not displayed. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.